Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support on performing a pump reset, and after completing the reset, the sensor session was successfully started without further errors.